Event description:
It was reported that when using the bd pyxis¿ es server all stations were in critical override for an hour and thirty minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all devices were in critical override. A technical support specialist (tss) dialed into the server and checked the health sight viewer (hsv). The tss was able to access the server and observed that the critical override notices had cleared. The listed reason was an inbound delay, which typically indicates a potential network related issue. The tss contacted and confirmed with the customer that the issue had been resolved on the information technology (it) side. The system functioned as intended after the technical support specialist assessed the device.